Event description:
The following was reported to hamilton medical ag: summary: leak test failed ( tightness test failed).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: inspiratory valve defective. Replacement of inspiratory valve.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: inspiratory valve defective. Replacement of inspiratory valve. Hamilton medical ag complaint number: (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: leak test failed ( tightness test failed).